Event description:
Preliminary analysis showed that during the f/u performed on (B)(6) 2011, the device was found in standby mode. It was then re-initialized. An explanation is requested.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.